Event description:
The patient underwent laproscopic assisted vaginal hysterectomy on 3/9/93, during the procedure a stapler malfunctioned necessitating the retrival of a cartridge insert which disconnected from the stapler. The patient was returned to the o.r. The next day 3/10/93 for uterine arterial bleeding. It is unknown if the failure of the stapler and bleeding were related.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: a device from same lot was evaluated, visual examination. Results of evaluation: mechanical problem, telemetry failure, none or unknown. Conclusion: device failure indirectly contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.